Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
H4: added device manufacture date. H10: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that a visera rhino-laryngo videoscope rubber tear was noted. During a standard service inspection of the customer returned device, the resin part of the ig coil had fallen off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, watertightness not maintained due to falling off the insertion tube, peeling on the plastic distal end cover, insertion tube is crushed due to external factors, resin part of the ig tube fallen off, light guide liquid leakage, corrosion due to water leakage is found in the operation part, missing curved rubber joint, insertion tube oredome broken due to an external factor, watertightness of the switch 4 not maintained due to external factors, liquid leakage in the grip part, universal cord liquid leakage, universal code collapsed, universal cord wrinkles, video cable wrinkles, video cable crushed, peeling of the plating on the electrical contact of the video connector, and light guide connector label detach were observed. Lastly, scratches were found on multiple device components. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.